Event description:
The customer reported that the device was displaying a service wrench icon after the normal, periodic replacement of a charge-pak battery charger. The customer was provided with a replacement device. When the device was received in redmond and tested, it would not power up.

Manufacturer narrative:
Physio-control replaced the digital pcb assembly and then observed proper device operation through functional and performance testing. Physio further evaluated the replaced pcb assembly in the failure analysis lab and found the internal batteries severely depleted due to excessive off-current leakage. Root cause was determined to be electrical leakage in the area of ic chips, designators u16 and u23, due to solder flux residue on the pcb surface.